Manufacturer narrative:
A replacement power adapter was sent to the customer. Product was received on (B)(6) 2015 and evaluated on (B)(6) 2015 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing wa breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.1 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer called in originally to report that her power adapter was broken at the prongs. Upon receipt of the product and qe evaluation on 2/14/2015. A breach in the transformer housing was observed, which is a safety risk.